Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to implant, the device exhibited extended charge time while still in the packaging. The device was not implanted. A replacement device was implanted without issues.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The root cause of the extended charge time was an anomalous capacitor.